Event description:
(B)(4). Complaint transmitted on 22 april 2020: "we received a new complaint on apr 08, 2020 from switzerland through clinical study regarding the below mentioned complaint event: it was reported the patient underwent an acl rupture repair on (B)(6) 2017 subsequently, the patient was experiencing pain. The patient was noted to have cyclopes syndrome anterior pain that was noted to be resolved on 21-feb-2017 with arthrolysis". Event date: (B)(6) 2017. (1)part# 171551- tcp screw - lot# unknown. (2)part# 162506- tcp screw - lot# unknown. Implant date: (B)(6) 2017. Doctor: dr. (B)(6); dr. (B)(6).

Manufacturer narrative:
Request for further information to retrace the history of events and to understand: "the patient was noted to have cyclopes syndrome anterior pain that was noted to be resolved on (B)(6) 2017 with arthrolysis": this is the first medical surgery: is it right? "Event date: (B)(6) 2017": what's happened? What is that date? What was the intervention type? Is it the second surgery for this patient with one of the tcp screws named in the description? "The patient underwent an acl rupture repair on " (implant date - dr. (B)(6); dr. (B)(6)): is it the third operation with other tcp screws named in the description? Concerning information screws: part# 171551- tcp screw - lot# unknown: 171551 corresponds to the batch number. Manufactured date: 23 april 2017 - used before 23 april 2020. Part# 162506- tcp screw - lot# unknown: 162506 corresponds too to the batch number. Manufactured date: 06 august 2016 - used before 06 august 2019. Email transmitted to our distributor on 23 april 2020. Follow up 1 / result of investigation: additional information transmitted by (B)(4) - clinical project jr. Lead - emea MDR sports medicine: this file concerns patient (B)(6). Update for initial surgery date: (B)(6) 2017 for acl rupture repair. Right knee. Update for the arthrolysis: (B)(6) 2018 (8 months after initial surgery). The patient received a compositcp screw on the tibial side. Right knee. Update file number (event related to patient number #56 and not #60). Reference numbers she received from the surgeon for the implants used in patient #(B)(6): femoral screw gentlethreads lactosorb : 581650 ; tibial screw compositcp : 171197. We have identified that the product "gentlethreads lactosorb" is not manufactured by sbm. Femoral screw: gentlethreads lactosorb : 581650 (this is not a sbm reference number or lot number). We have identified part number and lot number of sbm product: tibial screw part number: 905216 - designation: compositcp 30, 9x25mm int. Scr. Drg # 9052-16/18-00 - lot number: 171197 (it is a sbm lot number ; not a part number). Manufactured date: 24 march 2017 - use before: 24 march 2020. DHR lot 171197: compositcp 30 were manufactured in compliance with specifications. So, it appears that there was an initial surgery for an acl rupture repair / right knee on (B)(6) 2017 ; and a second surgery (knee arthrolysis) because of a stiffness post lca / right knee on (B)(6) 2018. Description of symptoms: previous pain. According to the information provided in the database by the surgeon, there is no causal link with medical devices, procedure or instruments. No corrective action implemented. This file is closed.

Manufacturer narrative:
Request for further information to retrace the history of events and to understand: "the patient was noted to have cyclopes syndrome anterior pain that was noted to be resolved on (B)(6) 2017 with arthrolysis": this is the first medical surgery: is it right? "Event date: (B)(6) 2017": what's happened? What is that date? What was the intervention type? Is it the second surgery for this patient with one of the tcp screws named in the description? "The patient underwent an acl rupture repair on (B)(6) 2017" (implant date - dr. (B)(6) ; dr. (B)(6)): is it the third operation with other tcp screws named in the description? Concerning information screws: part# 171551- tcp screw - lot# unknown: 171551 corresponds to the batch number. Manufactured date: 23 april 2017 - used before 23 april 2020. Part# 162506- tcp screw - lot# unknown: 162506 corresponds too to the batch number. Manufactured date: 06 august 2016 - used before 06 august 2019. To complete our investigation, we need additional information: what is the patient's condition today? Did the surgeon indicate that the device caused or contributed to serious injury? What was the surgical technique used for each surgery with tcp screw? What was the diameter of tunnel for each surgery too? Health facility and surgeon information for each event / surgery: is it possible to recover clinical study? Email transmitted to our distributor on 23 april 2020. ____________________________________________________________________________________________________

Event description:
(B)(4). Complaint transmitted on 22 april 2020: "we received a new complaint on apr 08, 2020 from (B)(6) through clinical study regarding the below mentioned complaint event: it was reported the patient underwent an acl rupture repair on (B)(6) 2017. Subsequently, the patient was experiencing pain. The patient was noted to have cyclopes syndrome anterior pain that was noted to be resolved on (B)(6) 2017 with arthrolysis". Event date: (B)(6) 2017. Part# 171551 - tcp screw - lot# unknown. Part# 162506 - tcp screw - lot# unknown. Implant date: (B)(6) 2017. Doctor: dr. (B)(6); dr. (B)(6).